Event description:
The customer reported that after applying the clamp to the tubing between the filter and luer lock, the tubing snapped and became disconnected. Per customer's medwatch report "rn went to change amiodarone syringe infusing into ECMO (extracorporeal membrane oxygenation) circuit; ECMO tech aware and had clamped the pigtail it was running into. Amiodarone tubing was clamped at the level of the 22 micron filter attached directly to the syringe. However, when it was clamped the tubing snapped and became disconnected at the area between the filter and the luer lock of the filter-tubing. No air was sucked into the ECMO circuit due to the prior clamping, but it could potentially have caused harm to the pt if had not been clamped." There was no pt harm or medical intervention reported. Although requested, the customer did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). The customer reported that the set is not available for eval. Unable to determine the cause of the reported broken tubing.